Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, that something was not working during thr pre-test. The power supply, extension cable, and adaptor were replaced. The hospital's biomed group later isolated the problem to the adaptor. The hospital did not report any patient effects. While the exact event date was not provided by the hospital, the event took place during the week of (B)(6).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities that may have contributed to the reported event. The returned hemopro 2 adaptor was tested with a reference hemopro 2 tool, power supply and extension cable. The hemopro 2 adaptor passed the pre-cautery testing as the reference hemopro 2 tool produced steam and heat during several activations and shut off when the toggle was released. Based on the evaluation results, the reported complaint could not be confirmed. (B)(4).